Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anterior hip case, the device's string got detached from lap sponge. There was no patient injury.